Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine drug, unknown (1 mg / ml at cannot be obtained; not documented) via an implantable pump for non-malignant pain. It was reported that patient had apparent meningitis. Healthcare provider (hcp) was sending catheter and pump site samples for culture. It was unknown if the issue was resolved at the time of the report. The cause of the issue was unknown. Pump and catheter were explanted due to suspected meningitis and sent back for analysis. Patient status at time of this report was unknown.